Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: back pain, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 625cc mentor smooth round moderate profile prostheses and experienced bilateral back pain and anisomastia postoperatively. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo a surgical intervention for bilateral mastopexy without implant removal and replacement on (B)(6) 2021. The implantation date was estimated as (B)(6) 2015 based on available information. This report is for the right-sided prosthesis.